Manufacturer narrative:
(B)(4). Unknown as information was not provided. Similar to device under 510(k): p070016. (B)(4). Based on imaging review and the information provided by the physician there is no evidence to suggest that the zenith device did not perform as intended; the diameter of the tx2 device was too small to seal the ovoid true lumen at the seal zone. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, an (B)(6) male patient underwent repair of dissection of thoracic aorta. Medtronic's valiant thoracic proximal component (B)(4) was placed in the proximal side due to its large vessel diameter, and (B)(4) was placed in the distal side. Axillo - bypass was also performed. At a follow-up on (B)(6) 2015, distal type I endoleak was confirmed. The physician expected the leak would be thrombosed and decided to take wait-and-see approach (B)(4). On (B)(6) 2015, the patient was taken to the hospital and retrograde type a dissection (B)(4) and transient ischemic attack (B)(4) were confirmed. On (B)(6) 2015, conversion was performed and only the valiant thoracic proximal component was explanted, and artificial vessel was implanted. The physician thinks the dissection was related to the bare stent of the medtronic¿s product, not (B)(4). At a follow-up on (B)(6) 2015, the physician confirmed that the distal type I endoleak was not gone. He planned additional procedure as placing another stent graft on (B)(6) 2015. Additional information received 24jun2015. Additional procedure to treat distal type I endoleak was performed on (B)(6) 2015. (B)(4) was placed to extend the distal end and then (B)(4) was placed. The physician confirmed the endoleak was solved and completed the procedure. Patient outcome: the patient's condition is unknown as not provided in the initial report.